Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016 additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient lost a significant amount of gait stride; could only take small steps and had a very difficult time moving backwards and from left to right. The patient thought that it might be device related. A computerized tomography (CT) was taken of the spine that showed no signs of compression and CT of the brain that revealed no anomalies. The symptoms were constant regardless of whether or not stimulation was turned on or off. The neurologist referred the patient to the implanting physician.

Manufacturer narrative:
Additional information was received that the physician did not believe walking issues was device related. The patient underwent an explant procedure to be able to get a magnetic resonance imaging (MRI). No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient lost a significant amount of gait stride; could only take small steps and had a very difficult time moving backwards and from left to right. The patient thought that it might be device related. A computerized tomography (CT) was taken of the spine that showed no signs of compression and CT of the brain that revealed no anomalies. The symptoms were constant regardless of whether or not stimulation was turned on or off. The neurologist referred the patient to the implanting physician.